Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v230077, implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# v230077, implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010. Product type: extension: product ID 7436, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's first implant / dbs device had to be replaced because he had a broken lead. The manufacturer's device registry showed that when the patient's first neurostimulator was replaced, both extensions were replaced as well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).